Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's act button was not responding. The customer stated that the time on the insulin pump advanced. They also reported that they experienced high blood glucose level and treated with insulin pen. The customer said that they were not able to rewind the insulin pump. The drive support cap appeared normal. The customer declined high blood glucose level troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.